Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf patient code e0506 captures the reportable event of hemorrhage, major. Imdrf impact code f08 captures the patient's hospital admission.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an axios stent and electrocautery-enhanced delivery system was implanted transduodenal to the pancreas to treat a pseudocyst during a stent placement procedure performed on an unknown date. On (B)(6) 2023, four weeks post stent placement, the stent was scheduled to be removed. During the stent removal procedure, small amount of blood draining from the axios stent was observed. In addition, it was difficult to remove the stent and the stent remained implanted in the stomach due to a massive amount of blood coming from the cyst duodenostomy tract. The procedure was cancelled as the patient was unstable. An emergency interventional radiology (ir) consultation, gastroduodenal artery (gda) embolization procedure, and gastrointestinal (gi) surgery consultation were performed to address the bleeding. Lastly, a repeat esophagogastroduodenoscopy (egd) was performed to remove the stent. The patient is currently admitted.